Event description:
On 11/30/1998 an angio-seal device was placed in a pts groin following a diagnostic procedure. Deployment was completed with hemostasis achieved. A hematoma (less than a cm) formed at the puncture site. Because the physician suspected collagen was deployed in the vessel an angiogram was obtained, using a contralateral approach, confirming a vessel occlusion. The physician advanced the diagnostic catheter to the site of the occlusion, dislodging the anchor and collagen which then migrated to the popliteal. Several hours later a vascular surgeon removed the device. The pt tolerated the procedure well and remained hospitalized for several days (exact duration not reported) prior to discharge. As of 2/9/99 no add'l info has been reported to the MFR.